Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided, the reported device damaged by another device and migration (partial clip movement) appear to be due to procedural conditions, and due to the deployment of the second clip causing partial clip movement of this implanted clip. The reported migration also appears to be due to patient anatomy. Image resolution poor is related to procedural conditions as imaging was reported to be challenging. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.the device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully implanted. A second mitraclip was then successfully placed on the leaflets. Upon deployment the leaflet shifted and the first clip moved on the leaflet. A third mitraclip was implanted to stabilize the first clip. The procedure was discontinued; the final mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delays reported.